Event description:
Hospital personnel responded to a post-op pt described as unconscious and unresponsive. The pt was connected to the device for ECG monitoring. According to the reporter, the device's crt displayed a flatline and would not display the pt's ECG. Another monitor was immediately called for and used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability.

Manufacturer narrative:
In an eval of the device by the hosp biomedical dept, proper operation was observed following complete functional and performance testing. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.